Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of a 48 mm abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 26 mm, and the aneursym length was 160 mm. Vessel morphology was reported to be severe with little calcification. The patient has a history of coronary artery disease. It was reported that the contralateral limb could not be cannulated because the distal aorta was too small. Therefore, the decision was made to convert the device to an aorto-uni-iliac device using two aortic cuffs and perform a femoral-femoral bypass. Final angiogram demonstrated an acceptable outcome with proximal endoleak. It was reported that the type I endoleak resolved post-procedure, and the patient is reported to be fine.